Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the emergency room with complaint of dizzy spells when sitting up. Intermittent loss of capture (loc) was observed. The patient experienced 10 seconds of asystole in the hospital and became syncopal (passed out). The patient was hospitalized and further evaluation was performed. Lead testing was performed in bipolar configuration. Pacing impedance measurements changed from 800 ohms with the patient laying down, to 1,200 ohms with the patient sitting up. Additionally, thresholds were 1.2 volts with the patient laying down and when sitting up, there was a pause with intermittent capture at maximum outputs. The same testing was performed with the lead programmed to unipolar configuration and thresholds remained consistent with postural changes and no pauses or loc was able to be recreated. Subsequently, noise and oversensing was observed. A chest x-ray was taken and the physician noted evidence of a lead fracture that was felt to be consistent with subclavian crush. An echocardiogram was also performed and noted no evidence of a lead perforation. The lead configuration was programmed to unipolar with a fixed sensitivity and increased outputs. The physician planned to schedule the patient for a lead replacement procedure. Available information indicates this lead remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this rv lead was explanted and replaced. It was reported that the lead body was pulled apart during explant. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 23 centimeters (cm) from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
It was reported that this rv lead was explanted and replaced. It was reported that the lead body was pulled apart during explant. No additional adverse patient effects were reported.